Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that the receiver had intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation and passed external visual inspection. The receiver successfully booted and charged. The receiver download log was reviewed and there were no issues related to the customer complaint. The receiver passed all relevant tests on the functional test station (audio test). The device passed the "try it" and "fixed low" alert testing. Audio tone was heard without intermittence at normal volume. The receiver was opened and passed internal visual inspection. The receiver was opened and speaker resistance was measured and passed. The device also passed the wiggle test. The complaint was not confirmed as the reported allegation was not found. A root cause could not be determined.